Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose of 500mg/dl and cannot remove the battery cap. The customer treated with insulin. Customer indicated that their doctor has not been contacted and their blood glucose value was 111 mg/dl at the time of the call. Troubleshooting was performed and found that the pump was cracked at the battery compartment. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had stripped battery cap coin slot, broken battery tube threads, cracked reservoir tube lip, stained end cap sticker and minor scratched display window. Pump passed the functional testing, including the operating currents measurement, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test.